Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. In this case, it is likely the device interacted with the moderately calcified, heavily tortuous, 95% stenosed lesion during advancement, as resistance was noted, resulting in the reported failure to advance. Further interaction with the guide catheter during retraction of the device likely contributed to the reported difficult to remove, ultimately contributing to the reported stent dislodgement. It was decided to remove everything, and the stent detached from the balloon in the radial artery. Another balloon was used to implant the stent in the radial artery. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery (rca) that was moderately calcified, heavily tortuous and 95% stenosed. The xience alpine stent delivery system was advanced but failed to reach the lesion due to the anatomy. When attempting to remove the stent delivery system into the guiding catheter, there was resistance and the stent came off the balloon a bit [moved on the balloon]. An attempt was made to pull the stent back into the catheter, but was not successful. It was decided to remove everything, and the stent detached from the balloon in the radial artery. Another balloon was used to implant the stent in the radial artery. No additional treatment was provided to treat the lesion located in the rca. There was no adverse patient sequela or clinically significant delay. No additional information was provided.